Manufacturer narrative:
Note: since the event is related to the stem, the correct cup with item#: 65-6200-62-22 and lot#: 60005957 has been added as associated product. Therefore, please delete this medwatch 009613350-2020-00395-2 from your system.

Event description:
Since the event is related to the stem, the correct cup with item#: 65-6200-62-22 and lot#: 60005957 has been added as associated product. Therefore, please delete this medwatch 009613350-2020-00395-2 from your system.

Event description:
The patient was revised due to aseptic loosening of the stem.

Manufacturer narrative:
Additional information which was received on nov 05, 2020. D11- medical product: shell porous with cluster holes 62 mm o.d. With calcicoat ceramic coating; item# 65620006222; lot# 60005957 femoral head sterile product do not resterilize 12/14 taper; item# 00801803603; lot# 60658108 liner standard 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell; item# 00630506236; lot# 60647752 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received alloclass cementless stem revision details, analysis report on alloclassic cementless stem(final mhra) for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did receive email and njr notification letter for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The alloclassic cementless stem and durom cup used in 26 primary surgeries, in that 6 cases were revised due to unknown reasons.